Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from january 22, 2020 - january 24, 2020. H10: the device was received for evaluation with no fluid in the bladder. A visual inspection was performed which observed that the tubing was cut to drain the drug fluid. The tubing was subsequently reconnected and a functional flow test was performed by filling the bladder. After fill, no flow was observed. Additional force prime was performed; however flow was not observed. The reported condition was verified. The cause of the flow problem was due crystallized drug blocking the fluid path at the distal end of the capillary glass located inside the white flow restrictor housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.